Event description:
The sample ID was scanned for the sample in row a column 3 and the samples in a7 through e7 were assigned the sample ID as a3. All other sample positions had the correct sample ID. The facility noticed the error during confirmation of the sample ID's per the manual work around recommended in upr 04-081. No incorrect pt results were released.